Event description:
It was reported to hamilton medical ag that: "during ventilation,o2 cal prompt within 3 hours:2026-06-07 06:15:06 o2 sensor calibration needed.2026-06-07 02:58:02 o2 sensor calibration needed".no intervention was required, and no serious injury or adverse health consequences to the patient were reported.

Manufacturer narrative:
Hamilton medical ag reference: comp(B)(4).the investigation is currently in progress.